Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the intermittent stimulation, and only getting stimulation to the back of the patient¿s leg has not been determined at this time, and the issue remains unresolved. They stated that the patient was reprogrammed from low-density to high-density settings to see if that would resolve the issue. The rep indicated that the patient will contact them if the issue persists. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient is feeling intermittent stimulation, where the stimulation shuts off and then comes back on. They stated that when the patient¿s stimulation comes back on, it is at full intensity and surprises the patient. However, the patient indicated that they don¿t feel shocking. The rep also mentioned that they cannot get stimulation to the back of the patient¿s legs, which is where their pain is. They can only get stimulation to the front of their legs. The rep ran impedances at 0.7v and didn¿t see a concern. Values were around 700-800 ohms, with one contact around 500 ohms. It was indicated that the values were consistent across different reference electrodes. The rep noted that adaptive stimulation is not enabled. They stated that this issue is occurring every other day, about 5 times a day. The rep doesn¿t believe the issue is related to positional movement, as it will occur when the patient is still sitting. They indicated that the issue occurs most of the time when the patient is sitting but has also happened a couple of times in other positions. It was mentioned that the patient was implanted about a month ago, and the issues have been occurring since the system was turned on about a week after implant. Technical services suggested to obtain impedance measurements when the patient feels stimulation cut out, and have patient keep diary of when issue occurs. No further complications were reported or anticipated. Indication for use is unknown.